Manufacturer narrative:
Method: reviewed device history records, sterilization records, and product labeling. Results: device history records review revealed no assignable cause for the reported event. The sterilization process was within specified parameters, and there have been no other reports of inspection involving this sterile lot. (Total of 15 products). Product labeling addresses the possibility of infection.

Event description:
Complainant reported that patient received gluteal implants bilaterally. Approximately 14 weeks post-op, chronic left buttock seroma was first noted. Area was drained several times percutaneously. Initial gram stains and culture were negative. No antibiotics were prescribed. The left side device was explanted approximately 17 weeks post-op. Microbiology came up (B)(6) for (B)(6). Patient was referred to an infectious disease specialist. Patient healed uneventfully following explantation.